Manufacturer narrative:
D10: 244-02-03 optetrak asy hi-flex ps cem fem, sz 3, left: (B)(6). 02-012-45-3030 lgc tibial fit tray cem sz 3f / 3t: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient underwent an initial left total knee arthroplasty approximately 10 years ago. Beginning this year, the pain escalated significantly, resulting in substantial functional limitation and impaired ambulation. Consequently, surgical debridement to remove polyethyelene wear debris was performed last week.